Event description:
It was reported the patient's stimulation was intermittent. The patient was at home at the time of the report; the patient's status was undetermined. The patient was directed to contact the physician. Additional information has been requested from the hcp, but was not available as of the date of this report.